Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not powering up due to a faulty switched-mode power supply. Additionally, it was noted that the inside of the unit was dusty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k uhd lcd monitor was not powering up during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the event occurred due to faulty switch mode power supply. A new switched-mode power supply was fitted from stock and the unit then passed all tests in accordance with specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the intended procedure was diagnostic, and was reportedly completed without any patient harm or delays using another device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This new information has no baring on the investigation results provided in the previous report. Should further information be provided, another supplemental report will be submitted.